Event description:
Event discovered after a chart review done. On 1/24/95 a left subclavian triple lumen catheter was inserted for antibiotic therapy. Line stable until 1/30/95 when arm found cold to touch with slight swelling noted and moderate amount draining from line site. Line dc'ed per surgeon's order due to possible subclavian thrombosis. Started on heparin and transferred to acute care.